Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us. H6 - medical device problem code: incorrect prep.

Event description:
It was reported that when pulling negative in the vessel with a 2.5x38mm xience pros stent delivery system blood filled the system. Therefore, xience pros delivery system was removed from the patient. A small hematoma formed, a new band was applied and manually reduced without any negative outcomes. It was noted that the procedure was successfully completed with a new xience stent. Per the physician, the 2.5x38mm xience pros did not cause or contribute to the hematoma. There was adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that negative was pulled when the stent delivery system was in the vessel. It should be noted that the xience sierra/pros instructions for use (IFU) states: ¿when introducing the delivery system into the vessel, do not induce negative pressure on the delivery system.¿ in this case, the IFU deviation does not appear to have contributed to the reported event. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.